Manufacturer narrative:
G4: 25dec2019 b4: (B)(6) 2020. The service technician confirmed the reported phenomenon was investigated but the noise was not confirmed. It determined the device had not anomaly but the position of the vibration-proof ring was adjusted again as a precaution. The service technician indicated the following were tests performed: a loss of power test, a run in test, an o2 9oxygen) test, flow line cleaning, ground terminal cleaning, each mode test, each alarm test, disassembling and adjusting, and each part check. Proper operation was ensured through the overall checking and run test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported high pitched noise occurred in the right side at the front part of unit. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.